Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty. I received a depuy pinnacle 100 cup size 56 mm, an ultamet metal insert 36 mm neutral, s-rom femoral stem 36 standard neck +6, a s-rom ztt proximal sleeve, and a s-rom m metal on metal femoral head 36 mm, +6. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2005 to present. Diagnosis or reason for use: advanced post-traumatic osteoarthritis right hip.